Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00242.

Event description:
It was reported, while the duodenovideoscope was being extracted at the end of a therapeutic endoscopic retrograde cholangiopancreatography procedure, the single use distal cover fell into the patient's esophagus. The cover was successfully retrieved from the stomach using another scope and roth net. The procedure was prolonged by 12 minutes and was completed without further incident. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device (scope) was evaluated by olympus. However, since the actual distal cover was not returned to olympus for inspection, the reported event (distal cover detached from the scope and fell into patient) was not reproducible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. However, it was determined that the distal cover likely detached from the scope due to the following: 1. The distal cover was insufficiently attached to the scope. 2. The distal cover was stressed during the procedure, such as friction by twisting/pushing/ pulling, contact with mouthpiece, etc. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation ¿ precautions¿ ¿preparation and inspection - attaching accessories to the endoscope: do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.